Event description:
It was reported that during implant the left ventricular (lv) lead had a large p-wave and a small r-wave, on the programmer. After the case, when lv only pacing was programmed they could only see atrial pacing. The patient was taken back to the catheter lab, to find that the atrial and lv leads were reversed. The leads tested fine, once they were switched to the correct ports. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.